Event description:
It was reported that during an unknown the titanium tip broke. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad damaged, melted and 100% present. The blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.